Event description:
Nurse was getting blood from patient using safety blood collection needle - fisherbrand, 23g and when deploying the safety device, the needle came out the side of the safety device and poked the nurse in the index finger. Exposure to employee. Per staff, this is the 3 instances of needle coming out of the side of the safety device, only 1 exposure known.

Event description:
Nurse was getting blood from patient using safety blood collection needle - fisherbrand, 23g and when deploying the safety device, the needle came out the side of the safety device and poked the nurse in the index finger. Exposure to employee. Per staff, this is the 3 instances of needle coming out of the side of the safety device, only 1 exposure known.

Event description:
Nurse was getting blood from patient using safety blood collection needle - fisherbrand, 23g and when deploying the safety device, the needle came out the side of the safety device and poked the nurse in the index finger. Exposure to employee. Per staff, this is the 3 instances of needle coming out of the side of the safety device, only 1 exposure known.

Event description:
Nurse was getting blood from patient using safety blood collection needle - fisherbrand, 23g and when deploying the safety device, the needle came out the side of the safety device and poked the nurse in the index finger. Exposure to employee. Per staff, this is the 3 instances of needle coming out of the side of the safety device, only 1 exposure known.